Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. (B)(4).

Event description:
It was reported that the patient underwent a gynecological/ tumor surgical procedure on (B)(6) 2016 and the reservoir was connected to a drain. Leakage occurred on (B)(6) 2016 and a negative pressure was applied several times. Then, leakage of drainage fluid from the back side was found on (B)(6) 2016. Since the leakage was confirmed, when it was covered with gauze, a device was replaced with another like product. There were no adverse patient consequences reported.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. During sample evaluation, it was verified that the plate was able to be opened and closed. The sample does not have any broken or damaged components that could have affected its function. Root cause could not be determined